Manufacturer narrative:
Follow-up #1: date of submission: 22-mar-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 14-mar-2018 with the following findings: review of the black box data did not reveal any evidence of an ¿intermittent power¿ event. On investigation, the pump powered on normally with the returned battery cap in place and fitting properly to the pump. The battery cap was found to measure within the required specifications. There was no evidence of battery compartment damage or moisture in the battery compartment. The pump was exercised for 24 hours without any interruption in power and no errors, alarms or warnings. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.